Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip, orange indicator over traveled the analysis results found that one (B)(4) device was received with one pear shaped clip jammed in the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended, but the orange indicator was visible at 14th firing sequence and it indexed twisted during the 15th firing sequence thus, it over traveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.